Event description:
It was reported to philips that the screen is cracked.. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The device was returned to philips for bench repair. The bench engineer confirmed the unit's display is broken, touch screen is not functioning. After the display assembly replaced, the device functions has been tested. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.